Event description:
Employees smelled something burning and upon investigation, found the charge for the medline shaver emitting the odor and turning black / overheating, but no open flames noted. Charger unplugged and removed from service. This same event happened in the operating room on (B)(6) 2017 per biomed and is a fire hazard.